Event description:
Customer reported via phone, she change the battery on the insulin pump and put the cap back on, and now it will not come off. Customer's blood glucose was 407 mg/dl, treated with a bolus during the call. Troubleshooting was performed and customer was unable to remove the battery cap. Customer was advised to discontinue of the device if the battery was low or monitor closely until a replacement device arrived. Customer declined troubleshooting for high blood glucose as she knew what the cause was. Customer agreed to return the device for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
This information was not included with the initial medwatch report.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.